Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error alarm. The customer's blood glucose level was 180 mg/dl. The insulin pump will be return for analysis.

Manufacturer narrative:
The insulin pump was received with missing retainer and cracked reservoir tube lip. Unexpected battery power loss and pump error due to non-sleep anomaly software error. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer. Insulin pump passed the sleep current test and active current test. (B)(4).